Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for "service required" related to the internal battery and a board failure . There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.